Manufacturer narrative:
Additional information was requested to obtain the involved lead, root cause, actions taken, and patient effects remain unknown. However, no new information was obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's pacemaker was checked the day prior to the report. It was reported that there was a lead problem of some kind, where the lead was melting or something. The patient was sent home. Patient's husband was inquiring about the issue. Redirected to the physician for results. The lead remains implanted. No known adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated that the right ventricular (rv) lead was surgically capped and was not useable due to a lead fracture. There was noise on the lead with impedances declining below 200 ohms. A new rv lead was placed, and due to patient issues with chronic atrial fibrillation the physician decided to downgrade device. The lead was taken out of service, but remained implanted. No additional adverse patient effects were reported.